Event description:
The implant malfunctioned due to dropping from the implant driver. Themalfunction did not cause or contribute to a death or serious injury.(B)(4). Received date of the return product:(B)(6) 2022.